Manufacturer narrative:
One vial of test strip lot 409643-13 containing 5 test strips was returned by the customer. The test strips and vial showed no defects. The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Qc1: 2.3 inr and 2.3 inr. Qc2: 3.4 inr and 3.5 inr. The returned customer material and retention material comply with specification. Relevant retention test strips (lot 409643) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The retention material complies with the specification. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs plus meter. The serial number was requested but was not provided. The initial result was 6.1 inr. The repeat result was 2.9 inr. The laboratory result from an unknown method was 2.6 inr. The customer stated the patient had cold fingers and she had to squeeze a bit to get the blood out of the finger. The customer does not use any cleaning products on the patient's fingers prior to inr testing nor do they ask the patients to wash their hands.